Event description:
It was reported that when using the pyxis medstation es system, the keyboard did not work, preventing the users from accessing the screen. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard did not work. A technical support specialist rebooted the device to resolve the issue. A technical support specialist turned off the power management in device manager settings. The system functioned as intended after the technical support specialist troubleshooted the device.